Event description:
Per the clinic, the patient was explanted (B) (6) 2009 due to an infection. The patient was not reimplanted at this time.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during an unknown procedure, air leaked a lot with a "boo" sound during use. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
Upon further investigation it was noted that the device was not explanted, but repositioned on (B)(6), 2009. Per the surgeon, the device was explanted (B)(6), 2010 and the patient was reimplanted with another manufacturer's device during the same surgery. It was reported that during the revision surgery, when the recess bed was being widened a csf leak was encountered and subsequently resolved. One hour post-operatively the patient had to be returned to the operating room to repair the csf leak. The patient was then transferred to the ICU. CT scans revealed that the patient had suffered a mild stroke and possible hematoma. Brain edema reportedly developed, and the patient expired on (B)(6), 2009. The device is not available for analysis. This report is filed (B)(6), 2010. Device is not available for analysis.